Event description:
The hcp reported that upon interrogation of the pump at refill an attention dialogue box showed the message. "Motor stall occurred, stopped pump period may exceed tube set". The last change date was 09/2004 and the current status was simple continous. The motor stall occurred 10/2004 with the tube set message showing 2004. The motor stall recovered upon interrogation of the pump on 12/2004. No audible alarm was reported to be heard. The pt was reported to be getting pain efficacy. The expected reservoir volume on 12/2004 was 4.7 ml and the actual reservoir volume was 5ml. The hcp reported that the pt had an MRI on 2004, while hospitalized for a myocardial infarction and new onset if seizures. It is uncertain what parameters were used to perform the MRI of if the pump status was checked post MRI. The pt underwent angiography and stent placement,as well during the hospitalization.